Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was picked up by ems due to a low blood glucose event. The mother was asked if the incident was insulin pump related and she stated that her son was not eating and that he was sleeping late. No further details were provided regarding the hospitalization, and no products were returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.